Event description:
The customer reported that the live monitor was blank. The field engineer noted that the lemo connector was loose and would cause the system to reboot when moved. The system shut down without command. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted. The connectors were reseated and the lemo connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.